Event description:
Customer reported that the tip of the catheter broke off and floated into the heart during use. The pt had to be transported to another facility for a second surgery to remove the tip. The pt has been released and is fine.